Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator in which the oxygen concentration test failed. No patient involvement / harm.

Manufacturer narrative:
MFR received date: 30 aug 2019. The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed that this unit was missing the data acquisition board and the oxygen valve solenoid with no signs of damage or contamination. The exhalation flow sensor was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds failed air flow accuracy verification and oxygen accuracy verification. This was traced to an out of specification u1 on the air flow sensor printed circuit board assembly. When this component was replaced, the test ventilator passed all testing. This issue was caused by an out of specification air flow sensor u1. Replacement of the u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The manufacturer¿s international service technician confirmed the reported enclosure issue as a failure of the flow sensor assembly and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator in which the oxygen concentration test failed. No patient involvement/harm.